Manufacturer narrative:
A ge rep evaluated the system and adjusted the output dosage. System operates as intended. (B) (4).

Event description:
The customer reported the system is exceeding max limits in high level fluoro. No pt injury was reported.